Event description:
The customer reported that after replacing the wbc lyse reagent, the coulter act 5diff cp hematology analyzer generated erroneously low wbc results for three patients on multiple runs with instrument generated flags / messages. The erroneous results were not reported out of the laboratory; hence no death, injury or change to patient treatment is attributed or associated to this event. The data provided by the customer showed the initial results and reruns for three patients gave erroneous low wbc results and instrument generated flags (v, diff+, wbc, wbc interpretation not possible and platelet aggregates). For the third rerun of patient b the instrument generated an erroneous wbc but did not generate any instrument flags. Patient a and c were rerun once and patient b was rerun six times. All 3 patient samples were rerun two more time after bleach / cleaning the wbc lyse reagent line where correct results were obtained. Sample information and system check information was not provided. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision).

Manufacturer narrative:
On (B)(4) 2012, the customer support technician instructed the customer to perform a cleaning of the wbc lyse line. The customer beached the lyse line and primed it with water. The customer then reran each of the patient samples twice and all of the wbc results were higher and considered correct. No instrument generated flags related to the wbc parameter after the cleaning of the lyse line. The issue was resolved by troubleshooting over the phone and service was not dispatched. The cause for the erroneous low wbc is unknown; however the issue was resolved by cleaning the wbc lyse line of the instrument.